Manufacturer narrative:
Most recently, information was received from boston scientific medical records identifying that the correct serial number for the product related to this report is serial number (B)(4). The report has been updated accordingly.

Event description:
Boston scientific crm received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited <20 ohms shock impedance measurement. The subsequent device system check, including a commanded 41 joules shock resulting in 44 slit, were all within normal limits. The boston scientific crm technical services consultant suspected electromagnetic interference (emi) might have caused the out-of-range shock impedance outlier. There were no reported adverse patient symptoms and no impact on critical therapy.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without any further issue. If new information were to become available, this report will be further evaluated and updated.